Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 10/15/2019.

Event description:
The patient was undergoing a thrombectomy procedure in the left arterial subclavian artery using a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance the px slim through the rotating hemostasis valve (rhv) and into a non-penumbra sheath, the physician noticed the proximal end of the px slim broke in three places within the rhv but remained intact. The px slim was therefore removed and the procedure was completed using a new px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the px slim was fractured approximately 38.0, 41.5 and 49.5 cm from the hub. Conclusions: evaluation of the returned px slim confirmed fractures on the proximal shaft. If the device is forcefully advanced against resistance or otherwise mishandled during advancement, damage such as kinks may occur. Further manipulation of a kinked device may result in fractures. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device evaluated by MFR : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left arterial subclavian artery using a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance the px slim through the rotating hemostasis valve (rhv) and into a non-penumbra sheath, the physician noticed the proximal end of the px slim broke into three pieces within the rhv but remained intact. The px slim was therefore removed and the procedure was completed using a new px slim. There was no report of an adverse effect to the patient.